Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the brachial artery using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, the hospital staff noticed that the mandrel at the distal end of the cat6 was not intact and the distal tip of the cat6 was kinked upon opening of the packaging. Subsequently, the physician attempted to advance a guidewire through the cat6 to see if the guidewire would exit the distal end of the kinked cat6 but was unsuccessful. Consequently, the physician attempted to reshape the tip of the cat6 and attempt to aspirate; however, little blood was observed coming through the aspiration tubing, and no suction of the clot was noted. Therefore, the cat6 was removed. Afterwards, the physician attempted to use a re-used cat6 that was partially kinked in multiple places due to previous usage but was unsuccessful. Therefore, the cat6 was also removed. The procedure ended at this point. The physician decided to abandon the thrombus aspiration and opted to put the patient in systemic thrombolysis for twenty-four hours post-procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, the device was not returned for evaluation. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.